Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that, during a laparoscopic distal pancreatectomy, it was found that the tissue pad worn out and melted during use. The tissue pad did not fall off the clamp arm. The device was replaced, but the blade was broken on the second device when the nurse cleaned the device outside the patient at the latter part of the procedure. The nurse did not wipe the blade strongly. There is a possibility that there was a damage on the blade before the blade was broken. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/9/2020. Investigation summary the device was returned with the blade tip damaged with gouges marks (with a "c" shape mark in the blade). However, the blade was not cracked, and with the tissue pad damaged, melted, and 100% present. The blade was not broken off as reported. The device was tested on a gen11. The device did activate during functional testing. No eeprom reader information could be obtained from this device, however this appears to be unrelated to the device. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.